Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was pt stated that the stimulation appeared to be shutting off a lot and was happening more often. Patient said that the stimulator would be full and they would go a whole day and when they came home nothing was used and the stimulation would be turned off. Pt said that they just finished charging the ins. The controller was at 50% and the ins was at 90%. Pt said that the stimulation was currently on and that they could feel the stimulation. Pt said that their feet would start burning and so they would check the controller and see that the stimulation was off. Agent reviewed device function/considerations with the pt. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). Pt reported that they are going to meet with their manufacturer representative to have them check things out and to have them help.